Event description:
It is reported that the impaction pad has fractured.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: only the subcomponent impactor pad was returned. In general, impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. The returned device has exceeded its useful life. Evaluation: no lot number was provided. As such, manufacturing documentation cannot be reviewed and potential field age cannot be ascertained.